Event description:
Customer's husband called reporting faulty sensors. Customer's blood glucose is 120 mg/dl. Customer stated one sensor was broken in the packaging, and the other one was bent. The first one, the hub was off the sensor base. The other sensor, when inserting customer noticed blood, pulled out the sensor, and saw it was bent. Customer only has one sensor left and needs replacements. Customer was advised that replacements will be sent.

Manufacturer narrative:
Inspected two opened/used sensors and performed a visual inspection. Found bent electrodes, sensors failed per inspection. Analysis not required as customer did not return the insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.